Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dissection requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 15 mm promus was placed in the right coronary artery (rca). After finishing the case, a final shot was taken and it was noticed that there was a dissection. Intravascular ultra sound (ivus) was used, and was not sure if ivus catheter went though a stent strut. When pulling the guide wire out, the ivus was split and off of the guide wire. The patient was sent to emergency surgery to treat the dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.